Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent occlusion alarms after a tubing change, with concern for interrupted insulin delivery and elevated blood glucose, consistent with an obstruction of flow associated with the connector/coupler of a steel needle, two-piece infusion set. No reported clinical signs, symptoms, or conditions beyond elevated glucose. Outcomes included no health consequences or impact. Investigation included communication and education with the user and analysis of information provided, including guided alarm clearing, a fill tubing procedure. Investigation of this case revealed evidence consistent with a deformation-related obstruction localized to disposable infusion components, including the connector/coupler, which was resolved only after supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.